Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend reported via phone call that the customer has had high blood glucose levels. Customer's friend advised they are getting air bubbles which are resulting in high blood glucose levels. Customer's friend advised that the customer was hospitalized a year ago and at that time of the incident their blood glucose was close to 500 mg/dl. The paramedics put the customer on IV and gave them insulin. Customer was not wearing the insulin pump at the time they were admitted into the emergency room. Customer was off the device 3 days before being admitted into the emergency room.